Event description:
It was reported that the hardware was eroding out of the patient¿s body on the left side of her scalp. It was noted that the implantable neurostimulator (ins), leads, extension and adaptor were explanted on 2014 (B)(6). It was noted that the patient status after the device removal was ¿recovered without sequela.¿

Manufacturer narrative:
Product ID 3987a60, lot# n348053, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3987a60, lot# n322543, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3550-29, lot# n261963, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3550-29, lot# n261963, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no significant anomaly and the battery with reduced capacity due to overdischarge. Analysis of the lead (B)(4) found no significant anomaly and the body was cut through and the product segmented. Analysis of the lead (B)(4) found no significant anomaly and the body was cut through and the product segmented. Analysis of the extension ((B)(4)) found no significant anomaly and the body outer insulation cut. Analysis of the plug ((B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3987a60, lot# n348053, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID: 3987a60, lot# n322543, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension; product ID: 3550-29, lot# n261963, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: accessory; product ID: 37754, serial# (B)(4), product type: recharger; product ID: 37746, serial# (B)(4), product type: programmer, patient; product ID: 3550-29, lot# n261963, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had wires that came out and were popping through her skin. The patient reported that the healthcare provider (hcp) ending up replacing one of the wires that was coming out of the back of her neck. No further complications were reported.